Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported constant occlusion alarms which were not reproduced. The constant occlusion alarms were verified through the presence of upstream and downstream occlusion alarms in the event history log. The device underwent functional testing, including fluid pressure testing, which discovered the fluid numbers of the upstream and downstream sensors to be out of specification, causing the reported symptom. The downstream sensor and the upstream sensor were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly experienced unspecified occlusion alarms upon power up in the biomedical service area. There was no patient involvement. No additional information is available.